Event description:
The clinic reported that a laser vision correction patient presented with severe dry eye at the 3 month post op exam. The patient began experiencing dry eye the day after the treatment and has indicated that they are having a lot of difficulty driving at night. The patient is being treated with punctal plugs, refresh and systane three times a day, restasis twice a day and muro 128 as needed and at bedtime.

Manufacturer narrative:
This report is part of a clinical study. The clinic did not request or require field service or clinical support.